Event description:
Device malfunction: suture pulled out of the artery. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician using the proglide device attempted arteriotomy closure of the left femoral artery after an interventional procedure. Reportedly, when the device was removed, the looped suture at the suture bearing came out of the artery when the device was removed from the patient anatomy. A non-abbott device was used to achieve hemostasis. The puncture site was reported to be "out of alignment." There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). Suture pulled out of the artery. The device is expected to be returned for evaluation. It has not yet been received.